Event description:
Laparoscopic procedure. When removing the 5mm versastep trocar, doctor noted there was a small piece broken off. The piece was retrieved and no harm to patient. Operating room staff reached out directly to the manufacturer rep to discuss the return and credit for this event. Manufacturer response for 5mm trocar, 5mm versastep trocar (per site reporter).